Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.5 cm abdominal aortic aneurysm in 2001. Upon reviewing that angiogram there were no endoleaks reported. In october, 2001 pt was brought in for follow-up and a small type ii endoleak was noted. It was reported that coils were implanted to treat the type ii endoleak in april 2002. In september 2003 computed tomography demonstrated a type ii endoleak in a different location than the previous type ii endoleak. The pt refused treatment for this endoleak. It was reported in january 2004 the pt's aneurysm was 6.9 cm. Injection of dye revealed a type iii endoleak in the right limb of the stent graft. An iliac stent graft was placed in february 2004 and the endoleak appeared to be resolved. In march, 2004 the pt was in for follow-up appointment and the aneurysm had enlarged to 7.7 cm on the latest computed tomography with presence of an endoleak. The endoleak noted on computed tomography was not well demonstrated by angiography; however, injection of the right internal iliac artery demonstrated retrograde flow via collaterals to the lumbar arteries. The pt has refused further treatment of the endoleak. No additional clinical sequelae were reported.